Event description:
It was reported that the actual residual volume was greater than the expected residual volume. Reporter did not have exact volumes but "thought that all 40 ml was pulled from the pump at one time". Healthcare provider (hcp) suspected an issue with the catheter, "possibly kinking based on body position of patient". An exploratory surgery was scheduled for (B)(6) 2012 to diagnose the problem. It was further added that patient had multiple sclerosis and hcp wondered if some of the issues could be related to disease progression. Drug delivered via the device was compounded baclofen 500 mcg/ml, 24 mcg/day. It was stated that a previous dye study showed the catheter to be okay; however hcp was unsure if that was because "the patient was lying down, allowing catheter to show as patent". Patient started having increase in spasticity again and they were in process of diagnosing cause of the problem. It was later reported that the results of exploratory surgery noted the catheter to be fine, good flow; there was no evidence of kinking or damage. Drug volume matched up with programmer. However fluid was found in the pocket. They swabbed a sample and sent it to pathology, it came back negative. The surgeon consulted with neurologist to examine patient for ms development. The pump was however replaced and patient was doing fine.

Event description:
Additional information received reported that a catheter access port study was done and everything looked ¿fine¿ relative to the catheter. The implant physician did x-ray and ¿couldn¿t tell anything.¿

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function.

Event description:
Addition al information: it was later reported that patient had increase in spasticity 6-8 weeks prior to (B)(4) study. The (B)(4) study had determined good flow. Per reporter patient insisted that the pump was malfunctioning despite of no evidence i.e. The dye study showed good flow. Pump was replaced as reported previously. Patient sustained no injury; recovered without sequel.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk; pouch model: 8590-1, lot# n308321, implanted: 2012 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).